Manufacturer narrative:
Device not returned. Picture of device after removal proved inconclusive. No definitive root cause could be determined from the lot tracing and internal investigation. There were zero non-conformances identified during manufacturing.

Event description:
Patient arm swollen, catheter unable to be flushed. Catheter removed and replaced. Removed catheter observed to have a leak and a blood clot was present in the catheter leak and clot locations not stated. Patient stable after catheter replacement.